Manufacturer narrative:
H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the patient experienced an over infusion since they independently unlocked the pump and changed the settings, resulting in medication of hydromorphone above the prescribed limit and the pump was subsequently discontinued. There was patient involved and no harm was reported as the patient was opioid tolerant.